Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) intermittently went through hard shutdown before the countdown timer completed countdown to soft shutdown. The uninterruptible power supply (ups) was replaced. The imaging system then passed the system checkout and was found to be fully functional. The ups has been returned to the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when the mobile view station (mvs) was unplugged, the system would last until 113 seconds and then would shut down. There was no patient present when this issue was identified.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The ups was charged for at least six hours. It failed bench testing by only staying on for one minute and fifty-two seconds. A new battery was charged and passed bench testing by staying on over five minutes. The site's battery was no longer holding a charge. Analysis found that the reported event was related to an electrical issue. If information is provided in the future, a supplemental report will be issued.